Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fractured provisional was discovered during kit inspection. There was no reported patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d9, g3, g6, h2, h3, h6, h9, and h10. Proposed component code: mechanical (g04) - provisional bottom. The hospital the instrument was returned from was: (B)(6) hospital. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned provisional found it to exhibit signs of repeated use (nicked / gouged) and the post feature has fractured. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.